Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed and appears to be related to the use of the device. One 4 fr groshong nxt catheter was returned for investigation. A statlock securement device was attached to the assembled two-piece connector. An extension set was attached to the proximal hub. A suture wing was present on the catheter near the 35 cm depth marker. The 55 cm depth marker was visible on the detached segment of the catheter. A portion of the catheter was visible within the strain relief sleeve. Material fatigue and instrument damage are not likely factors to the catheter damage as no damage was present on the strain relief sleeve. Microscopic observation of the catheter break surface revealed it to get jagged and uneven. The location of the catheter break and surface characteristics suggest the break was caused by tensile force. The event description indicates that the patient was in need of restraint. Excessive movement or pulling of the catheter may have been a contributing factor to the catheter break. The catheter wall thickness was measured and was found to be within manufacturing specification. Since the damage observed on the catheter appears to be related to the use of the device, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient who is in need of restraint(wearing nursing mittens) had the groshong catheter implanted on (B)(6) 2020. A nurse on a patrol found that the oversleeve was broken so that removed it on (B)(6) 2020. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient who is in need of restraint(wearing nursing mittens) had the groshong catheter implanted on july 14, 2020. A nurse on a patrol found that the oversleeve was broken so that removed it on july 17, 2020. There was no reported patient injury.